Event description:
Customer reports that during the delivery of a procedure, they noticed that the time and dose were not displayed on the os, but the "radiation on" indicators were on. There were no errors present. Customer then stopped the procedure 102.79 seconds into a procedure that was scheduled to last 392.35 seconds. The user then immediately contacted tomotherapy as instructed in "urgent medical device notice," dated aug 10, 2009. The customer reported there was no pt injury. Tomotherapy's investigation revealed that radiation was appropriately delivered up to the time the procedure was stopped by the user, even though there were no values in the treatment status fields on the os display. The hi-art system then did not update the procedure from a "scheduled" to an "interrupted" status as expected after a system reboot. In this very rare situation, if the procedure were restarted, the entire fraction will be delivered.

Manufacturer narrative:
Design anomaly in sw 2.4 and 3.xx. Evaluation to be provided in follow-up report.